Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 32.0 mmol/l (aviva) and 11.1 mmol/l (compact plus). No adverse event reported. Return of the suspect device was requested for evaluation.